Event description:
It was reported that prior to use on a patient, an issue was encountered with barcode scanning for the suture, when the barcode was printed in the gray area. A shc400 barcode scanner was used. There were no adverse consequences to the patient.

Manufacturer narrative:
Conclusion: photos were submitted for visual evaluation and revealed no defect could be identified in the envelope or the barcode printing. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.